Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During routine preventative maintenance testing by stryker, it was observed that the main keypad was unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
It was determined that the cause of the issue was a worn main keypad.

Event description:
During routine preventative maintenance testing by stryker, it was observed that the main keypad was unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.